Manufacturer narrative:
The analysis is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
Following information reported, the enterprise 5000x bed platform moved unintended without any control buttons being pushed. No injury was reported.

Manufacturer narrative:
The functional testing performed by arjo technician did not recreate the unintended bed movement. The technician decided to replace patient and nurse handsets and control box suspecting that these components may cause the reported problem. The bed was tested and released for use. In summary, the involved enterprise 5000x was not used with the patient when the bed moved unexpectedly. Although no device malfunction was found, the involved bed did not meet its performance specifications when the event occurred as the platform moved unintended. The complaint decided to be reportable due to allegation of the unintended enterprise 5000x bed movement.

Manufacturer narrative:
After device evaluation performed by arjo technician, it was decided to replace handsets and control box. After functionality testing, the bed was returned for further use. The results of the evaluation will be provided upon conclusions of the investigation.